Manufacturer narrative:
(B)(4). Device evaluation summary: a sealed box with thirty-six unopened samples and a opened box with seventeen unopened samples of product code 8711, lot mmj564 were returned for analysis. During the visual inspection of thirteen samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were noted. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Representative samples returned to support investigation of 3 device issues captured in 2210968-2019-80383 and 2210968-2019-80382. Analysis results have been included in follow -up reports for each.

Manufacturer narrative:
(B)(4). A manufacturing record review was performed for the finished device batch mmj564 and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an abdominal aortic aneurysm repair on an unknown date and suture was used. During the procedure, while suturing the graft, the needle popped off of the suture during the anastomosis. The procedure was completed with a like device. There were no adverse patient consequences reported.